Event description:
On (B)(6) 2022, access bio received a complaint regarding a suspected false (incorrect) positive result from a rapid result covid test system on multiple patients. The exact number of patients, their details and the date of performing carestart sars-cov-2 antigen tests were unknown. The customer stated that her family members were administered with the covid tests (lot number ch21b04) at their school and some of these tests gave inaccurate false positive results. The verification method for the false positive result was not communicated by the customer. Access bio followed up three times, on may 2022, september 7, 2022, and september 8, 2022, to better understand the facts and circumstances of the test. The customer stated that she could not share any further details since the tests were administered at their school (she did not administer the tests herself) and the problem has been already remedied by the district. No adverse patient effects were reported.

Manufacturer narrative:
The technical support team at access bio tested the retained samples of the lot number ch21b04 against qc panels and all showed valid results. In order to identify the true root cause of this complaint, access bio would need more information from the customer. However, in the absence of information from the customer, it would be difficult to rule out the following potential root causes: 1. The customer might misinterpret test results. 2. The customer might not follow the instructions for use (IFU). A. Excess blood or mucus on the swab specimen may interfere with the test. Performance and may yield a false-positive result. B. Interpreting results after 15 min. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products. During sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of the test device. 3. Tests might be exposed to extreme environmental conditions during storage. 4. The comparative test used to verify false-positive result might yield a false-negative result. Access bio will continue to monitor further complaints through our data trending programs and take further actions based on identified valid trends.